Manufacturer narrative:
MFR report date 03/18/2015. Internal file no: (B)(4). The customer complaint could not be confirmed because the affected product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that a confused pt separated his pump module from the alaris pc. Nursing staff found the pump module on the floor and the upper portion of the tubing set had separated from the upper fitment. The tubing was discarded, the pcu and pump module were evaluated and placed back into service. No pt harm or med intervention occurred. No further pt/event info was reported.